Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus, malposition of essure device location of device: migrated to uterus appears as iud with imaging.') In a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine bleeding, endometrial polyp, hot flushes, mood change, vaginal dryness and ovarian cyst. Essure confirmation test result was total bilateral occlusion. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), back pain ("back pain"), arthralgia ("hip pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, pelvic pain, vaginal discharge, depression, bladder disorder, urinary tract disorder, migraine, weight increased, abdominal distension, back pain, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, bladder disorder, depression, device expulsion, female sexual dysfunction, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), depression, bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: uterus, pain, vaginal discharge, weight gain, gastrointestinal or digestive system condition type: bloating, malposition of essure device location of device: migrated to uterus, appears as iud with imaging, back pain, hip pain, abdominal pain" were added. Lab data, medical history were added. Reporter, patient and product information were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.